Manufacturer narrative:
The investigation determined that discordant non-reactive vitros hiv combo (hivc) results were obtained when an ortho laboratory specialist (ls) was processing vitros hiv p24 antigen control lot 0150 when completing installation of a vitros 3600 integrated system at the customer site. The ortho ls was processing vitros hiv p24 antigen controls when using vitros immunodiagnostics products hivc reagent lot 0970. A definitive assignable cause cannot be determined. A review of the vitros hivc negative, anti-hiv-1 and anti-hiv-2 results prior to the event fell in the appropriate vitros interpretation classification, indicating acceptable accuracy when using measuring hiv antibody using vitros hivc lot 0970. However, this is a hiv combo assay, and the issue is with antigen. An insufficient within run precision test was performed on the vitros 3600 immunodiagnostic system prior to the event, therefore, the marker precision test cannot be used to assess the performance of the vitros 3600 immunodiagnostic system. Additionally, no precision testing was carried out on the day of the event, therefore, an instrument issue cannot be ruled out as a contributor to the event. Sample handling and storage of the hivc p24 antigen control is a possible contributor to the event as it was determined that the controls were not stored correctly at the distributor site and the customer site. Therefore, improper storage is a possible contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant non-reactive vitros hiv combo (hivc) results were obtained when an ortho laboratory specialist (ls) was processing vitros hiv p24 antigen control lot 0150 when completing installation of a vitros 3600 integrated system at the customer site. The ortho ls was processing vitros hiv p24 antigen controls when using vitros immunodiagnostics products hivc reagent lot 0970. Vitros hiv p24 antigen control result of 0.62, 0.62 and 0.67 s/c (negative) vs. The expected result of positive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The false negative vitros hivc results were obtained when a non-patient fluid was processed when an ortho ls was installing the vitros 3600 immunodiagnostic system at the customer site. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604580.